Manufacturer narrative:
The specimen was collected in a lithium heparin tube without gel and centrifuged at 3,500 rpm for 8 minutes. Qc was within specifications during the time of the event. A system check performed in 2009 met specifications. A field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm). B) the fse conducted verification testing with good results. C) the fse verified repair per established procedures and results met published performance specifications. D) sample handling was discussed and fse provided to the customer sample handling documents. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off, for one patient. The initial result was 0.70ng/ml, and 0.11ng/ml upon repeat. The original sample was re-centrifuged and repeated, recovering result od 0.15ng/ml. The erroneous result was reported out of the lab and a corrected report was issued. The customer did not report affect to patient or user attributed or connected to this event.